Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted at elective replacement indicator (eri) status and replaced with a bsc ICD. The device, which is included in the premature battery depletion product advisory initially issued may 12, 2006, by guidant (now boston scientific crm), was identified as having experienced premature battery depletion while in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.19 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.